Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's device was not sitting flat under the skin. A procedure to re-position the device was completed on (B)(6) 2019 as there was a concern the device would erode over time. The patient was instable condition and discharged.